Event description:
It was report that one day post implant, device interrogation revealed high, out of range pacing lead impedance and loss of capture. The lead was successfully repositioned and the patients condition was good after the event.

Manufacturer narrative:
No medwatch form was received.